Event description:
On 1/18/79, rptr had silicone implants, after a mastectomy on the right breast. She also had a mastectomy of the left breast on 4/1/79. In 5/92, rptr was told she had scleroderma. On 5/19/92, she had both breast implants taken out.